Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's attorney reported that the customer had a low blood glucose of 28mg/dl on (B)(6), 2021 at 6:30pm. She was not treated with insulin pump for the low. She went to the emergency room and was given orange juice and graham crackers and put on dextrose 50. Customer alleged over delivery, not under delivery. Customer said the retainer ring was black. Customer did not allege pump damage. Troubleshooting was not done. Pump was used within 48 hours of the low. Customer was in manual mode and not in auto mode. Customer will likely not use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updating the correct aware date to 23-jul-2024 with this report.

Event description:
Medtronic legal received information received regarding suffering personal injuries from the attorney of the family as hypoglycemia. The customer was treated with a insulin pump and visited ems/ambulance/ER visit. The customer blood glucose value of 28 mg/dl. The customer also reported the pump was under-delivering. The event involved product(s) pump mmt-1780kpk, mmt-332a and unomedical. Troubleshooting was performed and found that the it was unknown about pump was used within 48 hours and it was unknown whether the auto mode feature was active at the time of the event. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk, mmt-332a and unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.